Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that "she was getting a darkening screen with lines" while trying to upgrade her vns therapy programming handheld to version 7.0 software. Troubleshooting did not resolve issue. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and the cause for the complaint is associated with a broken solder connection near the main battery terminal. The broken solder connection prevented the main battery from making good electrical contact with the pcb. This condition caused the handheld to intermittently lose power and shut down during the v7.1 upgrade.